Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll where it was reported there were ¿particles¿ after preparation. Also, with the ¿study medications¿ that they already prepare for a longer time. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.